Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the procedure, when the helix was tested outside the body prior to the insertion, the helix would not be retracted after extended. The physician believed this was due to device anomaly. Another lead was used and the procedure was completed. There were no patient consequences.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.5 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.